Event description:
The instrument waste tubing connected between the dimension rxl and the hospital sink slipped out of the sink drain. The operator was splashed in the face and eyes when the waste tubing was placed back into the drain. A single dose of an anti-viral cocktail was administered. Once the operator consulted with a physician no additional doses were provided. Analysis of instrument performance indicated operator failed to follow proper safety precautions when handling the drain tubing.

Manufacturer narrative:
User error caused event by improper handling of the drain tubing which resulted in splash to the face and eyes. Information in the operator's manual, states the following: "all materials that come in contact with patient samples should be considered potential biohazards and treated according to local biohazard handling and disposal procedures."